Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 517mg/dl. The customer stated that she was vomiting and had headache. Troubleshooting was declined. The customer stated that the doctor advised her to have a replacement of the insulin pump. Instructed customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.